Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they replaced the blood pump rotor which resolved the problem. The machine was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported the blood pump rotor had a bent rotor pin which punctured the bloodline during patient treatment and caused a blood loss of 22cc of blood. The patient was nearly done with their treatment and decided to end the treatment 15 minutes early rather than re-setup on a new machine. There were no adverse effects to the patient. The user facility biomedical technician replaced the blood pump rotor which resolved the issue. The machine is back in service. Attempts to obtain additional information have been unsuccessful to date.